Event description:
The manufacturer received information alleging a CPAP device's sound abatement foam became degraded and caused the patient to experience dizziness and was diagnosed with having a mini stroke. The patient did not report receiving any medical intervention. This issue was reported to the FDA per 21 cfr 806. The device will be corrected per res 88058.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer previously received information alleging experience dizziness and was diagnosed with having a mini stroke related to a CPAP device's sound abatement foam. The patient did not report to receive medical intervention. The device was returned to the manufacturer's quality product investigation laboratory for investigation. The device was evaluated. There was no mention of visual findings to the external and internal part of the device was inspected, 0 blower hours and 0 therapy hours were logged, suggesting the device data was reset prior to pil receipt. 8,900.1 machine hours were logged. Care orchestrator data was unavailable. Dust/dirt contamination inconsistent with degraded sound abatement foam was observed throughout device enclosure, and airpath, suggesting a source external to the device. No errors were logged. The manufacturer concludes that they could not confirm the customer's allegation and there was no visible foam degradation section g1 was corrected and h6 were updated in this report.